Manufacturer narrative:
Product analysis: the product was discarded by the customer, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via direct aortic access, the valve dislodged out of the targeted location while at 2/3 deployment. An attempt was made to re-sheath the valve, but the valve released, stretching the catheter and separating the nosecone from the delivery catheter system (dcs). The nose cone did not stay on the guide wire and remained in the left iliac at the aortic bifurcation. The patient was placed on bypass and received a non medtronic surgical valve and an aortic graft. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.